Event description:
It was reported that the new insulin pump alarmed no delivery. Customer's blood glucose was 586 mg/dl. Customer treated with syringes. Customer reported the alarm was resolved by a reservoir change. The customer was advised to call back when the alarm reoccurs. Customer declined to do troubleshooting for high blood glucose. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.